Manufacturer narrative:
Sample was centrifuged for 10 minutes at 3500 rpm. Qc was within the customer's established ranges on the day of the event. A system check performed on (B)(4) 2010 was within instrument specifications. A field service engineer (fse) was on-site (B)(4) 2010. Fse performed a system check and qc and both met specifications. No hardware issues were noted. A clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated ckmb result generated by the access 2 immunoassay system. The initial ckmb result was above the normal reference range and did not fit the patient's clinical history. Upon repeat, the result was within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.